Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery. The customer's blood glucose value was unknown. The customer states the battery cap was not loose, cracked or damaged. The customer was assisted with troubleshooting. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). The insulin pump had no unexpected insert battery alarms, blank display anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms occur during testing. The insulin pump passed the displacement test, sleep current measurement, active current measurement and self-test.